Event description:
Boston scientific received information that a right ventricular (rv) lead polarity change was observed. The event was reset and impedance measurements were within acceptable limits. Technical services discussed troubleshooting recommendations. The physician planned to monitor the device system. Approximately two months later, the device system was re-checked, nine ventricular tachycardia (vt) events were observed to be stored, with numerous ventricular sense (vs) within 80 ms of a vs. Pacing impedance measurements were also observed to have decreased from 673 ohms to 540 ohms and currently 320 ohms. An rv insulation breach was suspected. Threshold and sensing measurements were stable. Isometric testing was unable to be successfully performed due to insufficient patient range of motion. It was noted that the patient rv paces approximately three percent of the time. Additional information was sought from the local area sales representative, and the device system was to be monitored. The patient was to be seen in two weeks.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.